Manufacturer narrative:
The investigation was started. The results of the investigation will be provided in a follow-up report.

Event description:
It was reported the screen went blank and the device turned off. There was no patient injury.

Manufacturer narrative:
Since neither the requested logfile nor the parts were returned, a detailed analysis of the case in question as well as the determination of the root cause was not possible. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation remains possible.based on the available information, the root cause for the reported ventilator failure could not be determined but it can be assumed that the device reacted as specified with an autonomous change to manual ventilation and alarmed audible and visible for ventilator fail.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The follow up no. 1 was accidentally sent under this manufacturer report no. And can be ignored. This report contains the correct information. The affected device was manufactured in march 2000 and was initially analyzed by dräger service on-site. During testing the reported issue could not be reproduced and the device passed all tests. Based on the logged entries, the power supply was replaced and sent to the manufacturer for further investigation. A functional test over two weeks showed no electrical deviations of the power supply unit. Visual inspection revealed a readily apparent mechanical damage to the power switch and the power switch flap. The flap is intended to cover the power switch in order to prevent accidental switching off of the device by the user. As part of the flap was broken off, the switch was no longer covered. Additionally, the power switch was missing a plastic cap which can result in contact problem of the electrical power switch contacts. Based on the available information the root cause of the reported problem is likely a mechanical shock or contact with the user that caused the switch to disengage and thus turn off the device. In case of this failure the device screen turns off, the ventilation stops and the emergency breathing valve opens to allow for spontaneous breathing. The mechanical damage to the power switch is obvious for the user when switching on the device. In case of such damage, the device should not be put into operation. No similar events have been reported to dräger and this is considered an isolated case. The device has been successfully repaired by replacing the power supply.

Event description:
Please refer to the initial-report.